Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by ¿pain in stomach lining and irritation to the membrane¿. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. The patient was treated with an unspecified antibiotic (dose, route, and frequency not reported) for the event. The patient was recovered from the peritonitis event. No additional information is available.